Event description:
The customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced significant trauma in the duodenum. The physician states this has happened with each use of the scope. Additional details have been requested regarding the patient and reported event (and to verify how many occurrences there are). At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238-2022-00354.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in age, weight, event. Lot number of the maj-2315 used in the procedure: h1525.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct previous report. Correction to g3 of the initial medwatch. The aware date should be feb 8, 2022. The following sentence was written in b6 of the first follow up report (#(B)(4)), but it should have been written in h10. So, it will write here again just in case. Additional information provided by the customer: the endoscopic retrograde cholangiopancreatography (ercp) was being performed for the indication of biliary stricture. When asked to describe the pyloric trauma experienced by the patient, the customer did not respond. The customer states there was not treatment/intervention required to treat the pyloric trauma. The patient's current condition is reported as stable. There was no abnormality in the appearance of the scope or distal cover before or after the procedure. A balloon sweep of the biliary duct was performed during the procedure. There were no malfunctions of either the tjf-q190v or the maj-2315 during the procedure. The maj-2315 used in the procedure is not available for evaluation and no images can be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The exact cause of the event couldn¿t be exclusively identified. However, based on the results of the investigation, the event may have been caused by the following mechanism. User operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. Or other endo therapy accessories (such as balloon) used during the procedure. When user operates suction while distal end opening space was near the surface of mucosa, it causes the mucosa sucked into distal cover. However, in corrective action and preventive action (CAPA) conducted by olympus, it was found out that the mucosa is maintained in a sucked state for several seconds after suction operation is stopped. Therefore, even if suction operation is not performed during withdrawal and distal cover is not cracked, the event may occur if scope is withdrawn immediately after suction operation is stopped. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. Olympus will continue to monitor field performance for this device.